Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the ostium of the moderately tortuous renal artery. Pre-dilation was performed with a non bsc balloon catheter. While advancing the 6.0x18mm express vascular sd stent system, the stent dislodged from the delivery device while within the unspecified 6fr guide catheter. As the physician did not want to lose position of the guide catheter, he maneuvered the delivery system, so he could push the stent and continued advancing. The express stent was deployed in the lesion; however, placement of the stent was not ideal as he was not able to bring it back proximally. The lesion was not covered entirely therefore a non bsc stent was also implanted without issue to finish the procedure. The express stent was noted to be well apposed at procedure end. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).